Event description:
Information received by medtronic indicated that the customer's minimed app got disconnected and the app was unresponsive. Troubleshooting was performed and the issue was not resolved by unpairing and re-pairing with the app. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the app. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.